Event description:
The user suffered from a trauma on the implant itself and complaints that they need to apply pressure on the implant to be able to hear.

Manufacturer narrative:
Additional information: according to the information received from the field a device damage due to the reported trauma seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a trauma on the implant itself and complaints that they need to apply pressure on the implant to be able to hear.